Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer got device not found alert when pairing simplera sensor to pump. The customer reported no adverse event. The event involved product(s) mmt-5120a. Troubleshooting was performed and confirmed that customer reported receiving a change sensor alert. Customer confirmed sensor securely taped to skin and was still in place. The customer was unable to run a transmitter test. Customer was advised to try another sensor. Troubleshooting was not performed for device not found allegation and it was unknown whether the reported issue was resolved or not. No harm requiring medical intervention was reported. Mmt-5120a was requested and the customer response was the device would be returned.